Manufacturer narrative:
All of the buttons functioned properly and no moisture damage or corrosion on the keypad traces or unlocked keypad connector was noted. The insulin pump had a cracked reservoir tube lip and minor scratches on the display window. (B)(4).

Event description:
The customer's parent reported that the buttons became harder to press and became unresponsive for a while. The blood glucose reading was 178 mg/dl. The parent was advised that the insulin pump would be replaced and agreed to return the product for analysis. The parent was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.